Event description:
During a hand assisted right nephrectomy procedure, the device disintegrated. Opened a new one and continued procedure. Later had to open the patient due to blood loss (300 cc), hit renal vein. No transfusion was needed.